Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultramini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 7:30 am the patient noted the reported meter would not power on; she did not obtain a blood glucose reading. The patient took the action of taking an increased dose of insulin, humalog insulin 45 units. On (B)(6) 2010 at 9:00 pm the patient experienced the symptoms of thirst and frequent urination. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct and the patient had correctly replaced the meter's battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.